Event description:
Additional information received reported that patient was hospitalized with a urinary infection and patient was prescribed with antibiotics. The patient experienced symptoms included swelling in his right leg, sharp pain in and around the pump area, sore muscle, muscle loss, ear ache and face ache. The patient got "a lot of pain for the pump area." The symptoms were ongoing, and it had "got more severe." When the patient took a deep breath, he could "felt it a little sharper right around the pump." The patient had a electrocardiography. He also had to go in for an "exploratory, and it clogged the line up." Per the reporter, "the doctor had to leave the pump turned so high."

Event description:
It was reported that the patient experienced an overdose. The patient was considering healthcare provider (hcp) options to manage his pump. It was later reported that the patient's hcp had no records indicating the patient was overdosed. The patient was last seen by the hcp on (B)(6) 2011 for a pump refill. The pump rate was "minimal" at 109.1 mcg/day; drug delivered via the device was lioresal 2000mcg/ml. The patient was hospitalized from (B)(6) 2012 to (B)(6) 2012 with a diagnosis of pyelonephritis. There was no mention of any problem with the baclofen pump per the hospital discharge summary.

Event description:
Additional information was provided which noted that the patient's report of overdose and the physician leaving the pump turned up so high which was previously reported within this manufacturer's report had been previously reported in manufacturer report #3004209178-2008-04406. The patient had verified that he had an overdose in 2008 and 12 years prior which was not at the time this report was filed when the patient's was hospitalized with a urinary infection. Please note going forward these two overdose incidences will continue to be captured in manufacturer report # 3004209178-2008-04406 and 6000030-2014-00025.

Manufacturer narrative:
Catheter model 8709, lot# j0058164r, implanted: 2001 (B)(6), explanted: unk; programmer model 8840, serial# unk.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that as a result of the overdose the pump had to be turned down four times.